Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's piston was coming out on the right side. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed displacement test, self-test and error test. The insulin pump alarmed motor error during basic occlusion test due loose /tilted drive support disk. The insulin pump was unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker.